Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit battery issue not charging.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge fse evaluated the unit and resolved the issue by latching the cart properly. Performed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.

Event description:
N/a.